Event description:
A complaint was received regarding the two check valves that are part of an 8" bifuse ext set w/2 microclave w/rings (red, green), 2 check valves, luer lock where it was stated that "when using the product to remove the fluid in the abdomen and it was leaking from both ends of it when they press down the syringe. The customer also states that the fluid was indeed pushed back into the patient at the time of use." There was patient involvement but no adverse event.

Manufacturer narrative:
Corrected information: b5 clarified that the device has two check valves and both leaked.

Manufacturer narrative:
Investigation summary. A video was provided showing a syringe infusing fluid through the set. The fluid flowed through the check valve and leaked out. The reported complaint of leakage can be confirmed due to the check valve not functioning in the video provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding an 8" bifuse ext set w/2 microclave w/rings (red, green), 2 check valves, luer lock where it was stated that "when using the product to remove the fluid in the abdomen and it was leaking from both ends of it when they press down the syringe. The customer also states that the fluid was indeed pushed back into the patient at the time of use." There was patient involvement but no adverse event.